Event description:
The reporter states that she felt hypoglycemic and obtained a blood glucose result of 32mg/dl on the accu-chek aviva meter. The meter memory stored the result as 82 mg/dl. The reporter treated her hypoglycemic symptoms by drinking a 1/2 can of coke and felt better within a few minutes. New system sent and return requested.